Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on gastric transection, the staple line was inconsistent but some staples were not properly shaped. Once the surgeon opened the jaws of the stapler after firing, the tissue would stick to the tissue. Then after inspecting the staple line, they observed noticeable bleeding that was not more than 500cc, oozing and had a bleeder. They oversew the staple line to complete the case. There was no patient injury.